Event description:
The patient was undergoing a coil embolization procedure in the anterior tibial vein using ruby coil lps and a non-penumbra microcatheter. During the procedure, while advancing the ruby coil lp through the microcatheter, the physician encountered resistance. The physician then attempted to retract the ruby coil lp; however, the ruby coil lp unintentionally detached partially in the microcatheter and partially in the aneurysm. Therefore, the physician used a snare device and removed the ruby coil lp. The procedure ended at this point as the physician determined no additional coils were needed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.